Event description:
A consumer reported cloudy vision following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the consumer "was myopic preoperatively and was told our goal was to pull the uncorrected near point out. A standard iol was used due to a history of vitreous hemorrhages and uncertain macular exam due to count fingers vision. She was treated for dry eyes and sent to a retinal specialist." He reported it is unknown what caused the event as the consumer was lost for follow-up on (B)(6) 2011.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No samples was returned. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2012 by fax, phone, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).